Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and the product evaluation has been completed. Failure analysis was not able to reproduce the customer reported complaint. Based on log review and during in-house testing, no failures were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the ceramic dot verification and ceramic dot swipe tests. Electrical continuity testing was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force. Additional observations not reported by the site were identified. The instrument was found to have a segment of the conductor wire sticking out at the distal end so that the wire protruded above the outer surface of the main tube. The wire insulation was damaged, but the instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. The instrument was also found to have damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to mishandling/misuse. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the ambiguous description of the complaint the vessel sealer extend (vse) instrument was not sealing properly, the vse instrument may have incurred a failure mode that is known to impact sealing effectiveness. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Deficiencies in sealing may lead to inadequate hemostasis. In addition, the analysis of the instrument revealed damaged conductor wire insulation with exposed wires which could result in energy deliver from an unintended location on the instrument. While there was no harm or injury to the patient, the failure modes could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument would not seal correctly. There was no additional information provided. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.